Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "pt complained that his knee felt loose, felt something in his knee. Dr (B) (6) scheduled surgery and found that his post had broken. He then replaced broken poly with another 11x15 ps nrg poly."